Manufacturer narrative:
This device remains implanted. Should additional information become available this investigation will be updated.

Event description:
It was reported that it was not possible to interrogate this device during a follow up. No adverse patient effects were reported. This device remains implanted.

Manufacturer narrative:
This device remains implanted. Should additional information become available this investigation will be updated.

Event description:
It was reported that it was not possible to interrogate this device during a follow up. Additional information noted that the patient was inquiring why it was not possible to interrogate the device as they were traveling to columbia. Technical services was going to contact the appropriate personnel to see the reason it was not possible to interrogate the device. Additional information noted that the reason that the device was not interrogated was that the programmer software in different country did not support device. No device malfunction was identified. The representatives in colombia believed there was correct software in the country to interrogate the device. No adverse patient effects were reported. This device remains implanted.

Manufacturer narrative:
This device remains implanted. Should additional information become available this investigation will be updated.

Event description:
It was reported that it was not possible to interrogate this device during a follow up. No adverse patient effects were reported. This device remains implanted. Additional information noted that the patient was inquiring why it was not possible to interrogate the device as they were traveling to columbia. Technical services was going to contact the appropriate personnel to see the reason it was not possible to interrogate the device.